Event description:
It was reported that the right ventricular (rv) coil impedance was greater than 200 ohms. The rv coil trend was normally around 38ohms. A review of an x-ray showed that all of the lead pins extended beyond the connector blocks. Close monitoring of the lead was recommended and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: 4296 implantable pacing lead (B)(6) 2012; 5076 implantable pacing lead (B)(6) 2012.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.